Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported the ventilator cycles on and off without user input and alarms. There was no patient involvement. The customer spoke with a remote service engineer (rse) and added that with ac connected and the unit off there are no leds illuminated. As read at the power harness, battery voltage is 7, should be around 15, power from the power supply is 13, should be 24. The rse advised to replace the power supply then allow the battery to charge until the battery led is illuminated solid, not flashing. Further information is pending.